Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The complaint device lot number was not reported, however the sales and shipping records for the patient were reviewed for three months prior to the date of occurrence. No product was available from these lots in distribution centers to be analyzed, as the entirety of the lots have been sold and distributed. Device history review was performed on the potential related lots. No non-conformance reports or other abnormalities during the manufacturing process were found for these lots. The product involved met current specifications. In addition, the device record review confirmed the labeling, material, and process controls were within specification. The system level review of the liberty cycler and concomitant products found no indication that the products caused or contributed in any way to the clinical event.

Manufacturer narrative:
(B)(4). Complaint sample is not available, and the lot number of product involved in this incident is unknown. However, a sales and shipping search to the client within the time frame of three months before the date of occurrence. There is no allegation of malfunction from the sets. Since the sample was not available for investigation, no analysis was performed and the complaint is deemed as not confirmed.

Event description:
A peritoneal dialysis called technical services for help on cancelling treatment as they were experiencing chills and cramping and wanted to go to the hospital. Follow-up with the patient's nurse confirmed bacterial peritonitis that lead to septic shock. He was discharged on (B)(6) 2016.

Manufacturer narrative:
Clinical review of the medical records were reviewed and there was no allegation against any fresenius products. The patient has a complex medical history that is significant for being immuno compromised due to severe chronic illness but also on immunotherapy for status post transplantation. The patient was transition during this hospital admission to hemodialysis due to significant risk for further peritonitis.

Event description:
The following is from medical records provided by the patient's treatment facility. The patient presented to the emergency department (ed) with levophed and vancomycin infusing. He was found to be drowsy but orientated times four, afebrile and pupils equal reactive to light (perrl). He had complaints of abdominal pain with movement. The patient's wife stated, "they might have taken too much off today." His heart rate was 100% paced in the 100's, systolic blood pressure was 100's lover mean arterial pressure (map). The levophed was titrated down, pulses palpable, peritoneal dialysis catheter intact. Right upper arm fistula was positive for a faint bruit and negative for thrill. The patient had a three day history of intermittent low grade fever, a two day history of nausea and a one day history of abdominal pain. He thought the abdominal pain was due to constipation, which he treated himself with an enema without any pain relief. He also reported a cough for the past three weeks. In the ed he was found to be tachycardic, hypotensive, leukopenic with bandemia. He was started on IV antibiotics. This was a recurrent peritonitis in the past two months and concern for peritoneal dialysis as an appropriate dialysis choice was raised. Discharge plans include transition to hemodialysis and training for home hemodialysis.